Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer reported that the insulin pump's act button was not working. Customer reported that the insulin pump had no delivery issue. Customer reported issues with no delivery alarm changed out the tubing kept same reservoir did not verify there was insulin in the reservoir no deliver appears to be due to the empty reservoir attached a tubing to the same reservoir and then started getting the low reservoir filled a new reservoir but continued to use the empty reservoir stated that the motor was taking a long time to move. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.